Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was worn front bearings from corrosion and debris build-up. The bearings were replaced along with other components.

Event description:
It was reported that the handpiece began overheating when in use. The procedure was completed. There was no medical intervention required. There were no adverse consequences reported as a result of this event.